Event description:
It was reported that the patient was feeling a vibration coming from his chest multiple times during the day. No alerts were observed upon interrogation. The patient will be monitored at the next follow up.